Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's lead was accidently nicked by physician during surgery on (B)(6) 2023. The lead was explanted and replaced.